Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Technical services (tss) spoke at length with manufacturer representative (rep). Per caller since implant, patient (pt) has had a difficult time connecting to ins for charging. As mentioned previously, pt tends to get good coupling. The wireless recharger was replaced but this didn't resolve the issue and troubleshooting with the belt hasn't resolved the issue. Pt has been using low dose programming and past case note indicated pt using 5-6ma which or higher intensities that may be draining ins more quickly. Caller doesn't think pt has any impedance issues and pt stopped using their scs system for a while. Rep did offer to try some reprogramming to address frequent ins recharging but the pt declined this and started talking about wanting the ins replaced. Tss reviewed talking with managing hcp about placement of the ins and considerations for what they could do differently if they did decide to replace the ins. Tss also reviewed trying further reprogramming to reduce frequency of ins recharge since reprogramming has not been exhausted yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient's implantable neurostimulator (ins) is not holding a charge. Patient stated they have been having "problems from the get-go" and in the past 4 months, they've gotten really bad. Patient stated the ins isn't doing what it is supposed to and they are in pain. Patient has reached out to their healthcare provider (hcp) and their manufacturer representative (rep) and stated they've done all the troubleshooting and ultimately, want the device removed but inquired about warranty process and coverage. Technical services (tss) reviewed high level overview of warranty process and that additional troubleshooting could be done prior to moving to explant. The agent reviewed that they would reach out to the rep and patient relations to discuss next steps and ask them to reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that she has met with her hcp. Agent asked, pt denied increasing stim. Pt stated issue has been going on for months since october. Pt stated she wants mdt paying for surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Recharging of ins issue, including communication issue while recharging. Patient reports unable to keep charge or hold a charge. Battery depletes overnight and drains battery quickly. Reps have attempted to charge on multiple days with patient.

Event description:
Additional information was received from the manufacturing representative. Caller reports patient indicated the ins is not holding a charge. Caller reports patient charges every night and the battery depletes the next day. Caller reports patient has tried different equipment. Caller reports when patient is charging, she is not getting excellent coupling, but good charge. Caller reports impedance are within range. Caller reports patient will be scheduled for a replacement, insurance has denied coverage. Reviewed warranty. Reviewed sending back for analysis. Reviewed sending medtronic data file for further assessment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from the manufacturing representative. Rep stated the cause has not been determined. They attempted to try new charging equipment and recharger but that did not resolve the issue. Battery to be replaced in the future. Information confirmed by physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported there was no new information to report. The device was still implanted in the patient's body and has not been explanted.